Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Rep reports high impedances were observed, both leads the electrodes are high reading greater than 40,000. Rep reports no stimulation issues were reported, and no troubleshooting was performed. Rep reports the cause was not determined but the pt reported they were in a serious motor vehicle accident in (B)(6) 2025. Rep reports the issue is not resolved and is still ongoing. Rep will provide additional information as they become aware.